Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.